Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had high impedances on the spinal cord stimulator (scs) paddle lead. The patient underwent an explant procedure. The explanted device was not returned due to hospital policy.